Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set, medical device type: fpa. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the button on the bd vacutainer® ultratouch¿ push button blood collection set became stuck during use after drawing blood, and the needle couldn't be retracted. The following information was provided by the initial reporter: "it's not possible to retract the needle after withdrawing blood. The button is stuck."

Manufacturer narrative:
Correction: the incorrect values were selected in the type of report field. The following corrections have been made: g.5. Type of report (manufacturers): initial, 30 day.

Event description:
It was reported that the button on the bd vacutainer® ultratouch¿ push button blood collection set became stuck during use after drawing blood, and the needle couldn't be retracted. The following information was provided by the initial reporter: "it's not possible to retract the needle after withdrawing blood. The button is stuck."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported that the button on the bd vacutainer® ultratouch¿ push button blood collection set became stuck during use after drawing blood, and the needle couldn't be retracted. The following information was provided by the initial reporter: "it's not possible to retract the needle after withdrawing blood. The button is stuck."